Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer meshgraft ii complete needed to have the cutter replaced. Additional clinical info determined that the reported issue occurred during surgery. As a result of the issue the initial skin graft harvest was completely destroyed and an additional unplanned graft harvest was required to be taken from the pt. An alternate device was retrieved to complete the surgery, however, there is no info regarding any delay that may have occurred.